Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis but has not yet been received.

Event description:
As reported, the balloon of a 5f mynxgrip would not hold pressure during deployment; therefore, manual compression was used to complete hemostasis. There was no reported injury to the patient. The balloon was tested prior to use per the instructions for use (IFU). The operator is a trained, mynx expert physician. The physician attempted to visualize balloon under fluoro and this is when they discovered failure to hold pressure. There was no increased length of stay for the patient. The device will be returned for evaluation.

Manufacturer narrative:
This report is related to report # 3004939290-2022-02488. After further review of additional information received the following sections have been updated accordingly: b5, d4, g3, h1, h2, h3 and h6 as reported, the balloon of a 5f mynxgrip would not hold pressure during deployment; therefore, manual compression was used to complete hemostasis. There was no reported injury to the patient. The balloon was tested prior to use per the instructions for use (IFU). The operator is a trained, mynx expert physician. The physician attempted to visualize balloon under fluoro and this is when they discovered failure to hold pressure. There was no increased length of stay for the patient. The product was not returned for analysis. A product history record (phr) review of lot f2134803 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the products were not returned for analysis. The exact cause of the reported events could not be conclusively determined. Based on the available information, it is impossible to determine what factors may have contributed to the reported events. Vessel characteristics may have contributed to the reported events. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the information available suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the balloon of a 5f mynxgrip would not hold pressure during deployment; therefore, manual compression was used to complete hemostasis. There was no reported injury to the patient. The balloon was tested prior to use per the instructions for use (IFU). The operator is a trained, mynx expert physician. The physician attempted to visualize balloon under fluoro and this is when they discovered failure to hold pressure. There was no increased length of stay for the patient. The devices will not be returned for evaluation. Multiple attempts were made without success to obtain the device and additional information.